Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/10/2024, it was reported by a sales representative via email that an ar-2923bc biocomposite pushlock handle broke. When malleting anchor into the pilot hole on the glenoid, the metal impactor broke off the back of the anchor. The anchor would not unthread, had to be pulled out forcefully in order to remove the inserter from anchor eyelet. The anchor and eyelet were able to be implanted successfully to complete the case. After assessing the anchor inserter on the back table, it appeared as the innermost portion of the anchor inserter that threads into the eyelet, recessed into the outer insertion sleeve of the handle.

Manufacturer narrative:
Additional information g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.